Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 60 months of implant. Approximately two months later, the device remained in service with a reported battery monitoring voltage of 2.4 v and a charge time of 27 seconds. Concern was expressed over the extended charge time. Subsequently, the device was explanted and successfully replaced with another boston scientific device. No adverse patient effects have been reported as a result of this observation. The explanted device was returned for analysis.

Manufacturer narrative:
Analysis of this device is currently in progress. This event will be updated as additional information becomes available. Analysis of this device was performed at our post market quality assurance laboratory. An engineering level longevity calculation determined that the device met labeled longevity expectations. The device was subjected to a series of automated diagnostic tests that confirmed normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.